Event description:
It was reported that the intermittent catheter was defective. No harm to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown - visual evaluation of the returned sample noted one opened (without original packaging), intermittent catheter tray. Visual inspection of the sample noted a bend at the tip of the intermittent catheter. This does not meet specification per inspection procedure which states "the assembly must conform to the drawing". A potential root cause for this failure mode could be ¿inadequate retention". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter was defective. No harm to patient.